Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient noticed bright red blood on the toilet paper. The patient reported two to three episodes of (B)(6) with their last episode being on (B)(6)2022. The patient also vomited five to six times with streaks of blood present. The patient was admitted on (B)(6) 2022. Their hemoglobin was normal and a digital rectal test was negative. The patient had a couple external hemorrhoids. There was no active bleeding. The patient had mild abdominal tenderness and received a gastrointestinal (gi) consult. A heparin drip was given due to the patients low international normalized ratio (inr). The patient also received IV proton-pump inhibitors. As of (B)(6) 2022 there was no further bleeding. One (B)(6) 2022 no bleeding was noted. The gi evaluation did not indicate need for an esophagogastroduodenoscopy (egd) or a colonoscopy. The patient was discharged home on twice daily proton-pump inhibitors.